Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-535a-1019: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the glass tip exhibit signs of crystal deposits; the metal cap exhibits severe detritus adhesion on metal surface based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ 280,218 joules "fiber breakage" was observed. It was further reported that "fiber tip cracked and began to be less efficient" was observed. The procedure was completed using a second fiber @ 259,224 joules. Both fiber tips (caps) were cleaned during the procedure. Patient outcome "ok" reported.